Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) system exhibited oversensing of noise during an atrial arrythmia and that the left ventricular (lv) lead capture thresholds had increased. Technical services (ts) analyzed device episode data and found noise and oversensing on both right atrial (ra) lead and right ventricular (rv) lead channels. This resulted in inappropriate stored episodes and mode switching with potential pacing inhibition. The lv lead capture threshold was observed to be 5.0v. Multiple occasions of lv pacing impedance greater than 3000 ohms were also found. Ts provided troubleshooting advice including in-clinic patient testing to attempt to recreate the noise. The three leads were determined to be non-(B)(6) products. No adverse patient effects were reported. Currently, this crt-p system remains in service. Disclaimer statement: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).